Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok and up arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/12/2015 with the following findings: during a visual inspection of the keypad, no physical damage was noted. The up button was intermittently responsive. The keypad cover was removed and all of the button contacts had contamination present underneath. Unrelated to the original complaint, it was noted that the display was dim and discolored when powered on and there was also a battery compartment crack noted.